Event description:
It was reported that the working end of the prograsp forceps instrument has come off. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the prograsp forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a broken main tube approximately 1.500 from the distal tip. No material was found within the instrument. A piece measuring approximately 0.288" x 0.269" was missing. Components adjacent to this broken main tube show damage which may indicate potential mishandling. The complaint regarding working end has come off was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments.

Event description:
Refer to h11 for follow-up information.